Event description:
Treatment of an aneurysm. It was reported, the coil could not be detached during procedure and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation without the implant coil attached. The evaluation could not determine the cause of the event. (B)(4).